Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The leadless pacemaker was returned for analysis with no telemetry. Visual inspection was performed and no anomaly was noted. The helix length was within specification. Device was cut open and measured battery was in normal range of operation. Device was able to establish telemetry after being cut open and triggering reset. Device firmware was loaded and further analysis was performed. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The cause of failure to interrogate could not be identified.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The leadless pacemaker was returned for analysis. Visual inspection was performed and no anomaly was noted. The helix length was withing specification. As received device did not have telemetry and no pacing output. Device was cut open and measured battery was in normal range of operation. Device was able to establish telemetry after cut open and triggered reset. Device firmware was loaded and further analysis was performed. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The cause of failure to interrogate could not be identified. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the hybrid indicated metal migration anomaly causing a possible short.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) could not be interrogated over conductive telemetry. A different lp was used to complete the procedure. The patient was in stable condition.